Event description:
It was reported that the intra aortic balloon was in use for 30 hours when the pump alarmed, indicating that blood was in the bladder. The intra aortic balloon was removed and replaced without any complications.